Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son in law reported via phone call of customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 482mg/dl. The customer's most current level was 97mg/dl. The customer treated the high with bolus from pump. Troubleshoot was conducted. It was noted that the customer had incorrect bolus settings. The customer was assisted with correcting settings. The customer was advised to monitor the device and call back when issues occur.